Event description:
It was reported that a sound field testing indicates that the pt does not have any access to sound with his ci, but only with his hearing aid on the contralateral ear. The pt also has finger twitch when the processor is switched on. The pt was advised to discontinue the usage of the processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.